Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and the pacing threshold measurement was seven volts upon measurement. An echocardiogram was performed and showed a lead perforation. The plan for further treatment is being considered. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.